Event description:
It was reported that prior to use foreign matter was discovered in the syringe with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: noticed there was something in the syringe or at least in the wall of the syringe that does not move. The reporter said it looks like a ¿small bubble round little thing. It¿s not transparent. It¿s while, milky, little round particulate.¿ she could not tell if the particulate was in the wall of the syringe or inside the syringe. The doctor was uncomfortable using the medication; therefore, it was not used. The patient successfully received a dose from a new kit.

Manufacturer narrative:
H.6. Investigation: two photos and one loose 1ml syringe were received and evaluated. It was observed in the photos and the physical sample there was a small white embedded foreign matter particle in the wall of the barrel. It was located outside the grad lines near the 0.1ml marking. It appeared to be a congregation of very small air bubbles and was larger than level 3 in size, which was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the embedded foreign matter defect is associated with the molding process. It is possible the air bubbles are due to a small amount of water that became superheated and trapped inside the mold.

Manufacturer narrative:
Device evaluated by MFR: a sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in the syringe with a bd 1ml syringe luer-lok¿ tip. The following information was provided by the initial reporter: noticed there was something in the syringe or at least in the wall of the syringe that does not move. The reporter said it looks like a ¿small bubble round little thing. It¿s not transparent. It¿s while, milky, little round particulate.¿ she could not tell if the particulate was in the wall of the syringe or inside the syringe. The doctor was uncomfortable using the medication; therefore, it was not used. The patient successfully received a dose from a new kit.